Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.50 x 16 synergy¿ drug-eluting stent was advanced but stent deformation occurred. A 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the severely calcified left anterior descending (lad) artery but failed to cross the lesion. A 2.5 x 28 synergy¿ drug eluting stent was advanced but still failed to cross the lesion. The procedure was completed with a different device without stenting. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x 16mm stent delivery system (sds) was returned for analysis. A visual examination found the stent moved approx. 1mm distally towards the distal markerband, damage to distal struts 4-7 was noted; some of the struts had lifted upwards from their crimped profile. This type of damage is consistent with the stent encountering resistance in an attempt to advance the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.50 x 16 synergy¿ drug-eluting stent was advanced but stent deformation occurred. A 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the severely calcified left anterior descending (lad) artery but failed to cross the lesion. A 2.5 x 28 synergy¿ drug eluting stent was advanced but still failed to cross the lesion. The procedure was completed with a different device without stenting. No patient complications were reported and the patient's status was stable.